Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Manufacturer narrative:
A maquet field service tech investigated the unit and confirmed the error messages 3008-2 / 3064-2. The unit showed during investigation also the error messages 1008, 1032 and 1064. The tech found the thermistor r56 on the power control board (pcb) damaged and replaced the pcb but the error messages remained. After further investigation, the 8a fuse was found also broken. Replaced the 8a fuse and tested the unit to factory specs. All tests were performed successfully. A supplemental medwatch will be submitted as soon as add'l info becomes available.

Event description:
Description from the customer report: "the thermistor r56 is damaged." Add'l info received on 06/16/2015. Unit showed error messages 3008-2 / 3064-2. During investigation, the unit showed also error messages 1008 / 1032 and 1046. (B)(4).

Event description:
Description from the customer report: "the thermistor r56 is damaged." (B)(4).